Event description:
It was reported that a file separated in the canal during a procedure performed two months in 2006. The canal was filled with the separated piece in place during the procedure. The patient is currently experiencing pain and has since consulted another dentist and a specialist, though add'l treatment, if any, performed by the specialist is not known as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exisits (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information pertaining to outcome of this event will be reported if it becomes available.